Event description:
It was reported that the customer's insulin pump went into threshold suspend mode too late after detecting a low sensor glucose reading. The customer stated that he adjusted the threshold suspend feature from 80 to 90 mg/dl, due to the threshold suspend alert occurring too late, as his blood glucose reading was 110 mg/dl when the insulin pump alarmed. He reported that his blood glucose levels were climbing, as indicated by the blood glucometer. The customer advised that he would be returning the insulin pump and reverting to another insulin pump that was out of warranty. The customer stated his most recent blood glucose was 76 mg/dl on the morning of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report #2032227-2014-46343.